Manufacturer narrative:
The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 35mm distal of the proximal markerband. As per specification, the rated burst pressure for this device is 31 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon ruptured occurred. An 8.0mm x 80mm x 75cm athletis was advanced for dilation. During inflation, the balloon burst just before the pressure was applied. The procedure was completed with the original device. No patient complications were reported.

Event description:
It was reported that balloon ruptured occurred. An 8.0mm x 80mm x 75cm athletics was advanced for dilation. During inflation, the balloon burst just before the pressure was applied. The procedure was completed with the original device. No patient complications were reported.